Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown and pain. The device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade IV and pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., g.1., g.4., h.4., h.6.